Event description:
Around 2200, purge pressure increased to >1000. Multiple rns (registered nurses) to change purge tubing, de-air line, etc. When those measures did not fix the pressure, abiomed rep was called. They asked us to exchange the console as the next troubleshooting step. After switching the console, purge pressure returned to wdl [within defined limits] and impella was no longer alarming.